Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device would not inflate. The patient presented with a tender right testicle on exam and the pain radiates into the right groin. Upon explant, it was noticed that the input tubing between the pump and right cylinder was broken just above the pump. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these inflatable penile prosthesis (ipp) cylinders and pump underwent a thorough analysis. The components were visually and microscopically examined, and leak/functionally tested. No anomalies were found with the cylinders. The kink resistant tubing (krt) of the pump is worn down to the filament, scaling was found and the two-cylinder krt section had leaks due to fatigue. Based on the information available and analysis results, the leak identified in the tubing could have caused or contributed to the reported clinical observation of material puncture. The reported patient symptom of pain is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device would not inflate. The patient presented with a tender right testicle on exam and the pain radiates into the right groin. Upon explant, it was noticed that the input tubing between the pump and right cylinder was broken just above the pump. There were no additional patient complications.